Event description:
The user facility reported their big blue housing was leaking a large amount of water onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the big blue housing and observed a crack along the housing's seam. The technician replaced the big blue housing, tested the unit, confirmed it was operating to specification and returned the unit to service. The system 1e was installed in (B)(6) 2012 and is currently under steris service contract. The last pm was performed on (B)(6) 2013 at which time the unit was confirmed to be operating to specification. The big blue filter housing is not a steris product; we do not manufacture this product. This is not a product marketed or placed into interstate commerce by steris. The big blue filters are necessary based on the user's incoming water quality and are the responsibility of the user's to maintain.